Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). Heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2018-05-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2017-05-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching on multiple batteries resulting in pump stops. The controller and all associated batteries will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: one controller (con306512) and four batteries (bat580834, bat580832, bat580830, bat580829) were returned for evaluation. One controller (con301123) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries and controller (con306512) passed visual examination and functional testing. Log file analysis revealed that con306512 was in use during the reported event. Based on review of the controller log files, a controller exchange was performed following the reported event, after which con301123 was in use. Log file analysis revealed that the controller in use during the reported event, con306512, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat580834, bat580832, bat580830, and bat580829. Additionally, analysis of the event log file revealed three controller power up events, with associated motor start events, logged on 24/aug/2018 at 20:48:02, on 25/aug/2018 at 06:22:35, and on 25/a ug/2018 at 13:19:03. The controller was without power for 10 seconds, 12 seconds, and 12 seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the premature power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to disconnections of both power sources and/or to intermittent disconnections on both power sources. An internal in vestigation evaluated momentary disconnections. An internal investigation evaluated events involving the controller losing power. Additional products: battery/ bat580834 d10: yes, return date: 26-apr-2019. Dev rtn to MFR? Yes. H6 FDA method code(s): 10, 4112 battery/ bat580829 d10: yes, return date: 26-apr-2019. Dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10 battery/ bat580830 d10: yes, return date: 26-apr-2019 dev rtn to MFR? Yes h6 FDA method code(s): 4112, 10 battery/ bat580832 d10: yes, return date: 26-apr-2019 dev rtn to MFR? Yes. H6 FDA method code(s): 4112, 10 controller/ con306512 d10: yes, return date: 03-apr-2019. Dev rtn to MFR? Yes. H6: FDA method code(s): 4112, 10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers and four batteries were not returned for evaluation. Log file analysis revealed that (B)(4) was in use during the reported event. Based on review of the controller log files, a controller exchange was performed following the reported event, after which (B)(4) was in use. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving the four batteries. Additionally, analysis of the event log file revealed three controller power up events, with associated motor start events, on (B)(6) 2018 at 20:48:02, on (B)(6) 2018 at 06:22:35, and on (B)(6) 2018 at 13:19:03. The controller was without power for 10 seconds, 12 seconds, and 12 seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. As a result, the reported event was confirmed. The most likely root cause of the premature power switching can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate events involving the controller losing power and momentary disconnections and implement corrective actions as required. Additional products: battery/ bat580834. Concomitant medical product: no. Device evaluated by manufacturer: yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 12 battery/ bat580829. Concomitant medical products: no. Device evaluated by manufacturer: yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 12 battery/ bat580830. Concomitant medical product: no. Device evaluated by manufacturer: yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 12 battery/ bat580832. Concomitant medical product: no. Device evaluated by manufacturer: yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 12. Brand name: heartware ventricular assist system ¿ controller 2.0. Serial: controller/ (B)(4). Model #: 1420. Catalog #: 1420. Expiration date: 2018-06-30. UDI #: (B)(4). Concomitant medical products: no. Device evaluated by manufacturer: yes. Mfg date: 2017-06-30. Labeled for single use: no. Device code(s): c63025. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 12. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller experienced an unexpected loss of power.

Manufacturer narrative:
Correction: date of event, event description. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.